Manufacturer narrative:
UDI (B)(4). Investigation is ongoing

Event description:
During the attempt to deliver a 29mm sapien 3 valve in the aortic position, using the commander delivery system via left subclavian/axillary approach, the esheath was inserted uneventfully. The native aortic valve was crossed with an amplatz extra stiff wire uneventfully. The crimped sapien 3 was being advanced through the esheath when it was noticed that the wire had been pulled out of the left ventricle. Since wire access through the valve had been lost, and the commander balloon and crimped valve were still inside the esheath, it was decided to leave the sheath in place and try to remove the crimped valve from the esheath. There was resistance met at the hub of the esheath, and the valve had become dislodged off of the commander delivery system, and lodged in the hub of the esheath. It was then decided to prep a new esheath. The original sheath with valve lodged in the hub was removed, and a new 16fr esheath was advanced uneventfully. A new commander delivery system and 29mm s3 valve was prepped, delivered and deployed successfully. While removing the esheath at the close of the procedure, there was a small perforation of the vessel noted. A covered atrium balloon expandable stent graft was deployed at the lesion site, and hemostasis was achieved.

Manufacturer narrative:
(B)(4). As the affected device was not returned, the investigation was limited to review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU for the edwards sapien 3 with commander delivery system, review of manufacturing mitigations, and root cause. No imagery was received with the complaint. The most relevant work orders for the failure modes reported in this complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Review of the related work order did not reveal any additional complaints for ¿delivery system - valve dislodged from balloon¿ and ¿delivery system withdrawal difficulty, valve through sheath¿. No IFU/training deficiencies were identified. A review of complaint history from march 2016 to february 2017 for commander delivery system (all sizes) revealed one (1) other returned complaint for ¿valve dislodged from balloon.¿ and eleven (11) other returned complaints for ¿withdrawal difficulty, valve through sheath¿. Review of complaint history revealed that the occurrence rates for trending category ¿delivery system-valve dislodged from balloon¿ and ¿delivery system withdrawal difficulty, valve through sheath¿ for the commander delivery system did not exceed the february 2017 control limits. During manufacturing, the commander delivery system is 100% visually inspected by both manufacturing and quality. All tested samples passed visual acceptance criteria. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint. Due to the device not being returned and no relevant imagery to the event being provided, the complaints for ¿delivery system ¿ valve dislodged from balloon¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were unable to be confirmed. Review of device lot history, complaint history and manufacturing mitigations does not indicate any potential manufacturing non-conformances contributed to the complaint event. Per complaint description, ¿since wire access through the valve had been lost, and the commander balloon and crimped valve were still inside the esheath, it was decided to leave the sheath in place and try to remove the crimped valve from the esheath. There was resistance met at the hub of the esheath, and the valve had become dislodged off of the commander delivery system, and lodged in the hub of the esheath¿. Based on the training review, a delivery system with undeployed valve shall be removed together with sheath as a single unit. Attempt to retrieve the delivery system with the crimped valve through the sheath is against the IFU and would results in valve caught onto the seals within the sheath hub housing and withdrawal difficulty as reported. As such, there is no device malfunction for this case and the complaints for ¿delivery system ¿ valve dislodged from balloon¿ and ¿delivery system-withdrawal difficulty-valve, through sheath¿ are attributed to procedural factor (user error - not follow IFU). The complaint of ¿delivery system ¿ valve dislodged from balloon and delivery system ¿ withdrawal difficulty-valve, through sheath¿ were unable to be confirmed. Since no manufacturing non-conformances were identified in the evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Additionally, since no manufacturing non-conformances were identified in the evaluation and the occurrence rate does not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. Due to the device/image not being returned for evaluation, the complaint for ¿delivery system ¿ valve dislodged from balloon¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were unable to be confirmed. Available information suggested that procedural factor (user error ¿ not follow IFU) is the source of the complaint and there is no device malfunction in this case. Since no IFU/labeling inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the february 2017 control limits for the...